Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.

Event description:
This is a non-us adverse event. The malfunction occurred in canada. The consumer reported tampon applicator broke inside her. When she removed the tampon the clear telescope applicator piece came out with the tampon and scraped her vaginal wall. She is okay now.